Event description:
Customer called to report that her blood glucose was 274 mg/dl and she was having trouble with her insulin pump. Customer stated that she tried to take a bolus and the numbers started to go up and down, form 150 to 0. Customer stated that she changes the battery, the insulin pump alarmed button error and the buttons was unresponsive. Customer declined troubleshooting. Advised customer that the insulin pump will need to be replaced, to discontinue use of it and revert to backup plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked case at display window corners, belt clip slot and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.